Event description:
Healthcare professional reported "deflation". This record is for right side. The device was explanted.

Manufacturer narrative:
Lab analysis completion: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: not observed through leak test inspection. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to d6a implant date: partial date of ¿2004¿. Date was removed as it is before the manufacturing date of the device.

Event description:
Healthcare professional reported "deflation". This record is for right side. The device was explanted.

Event description:
Healthcare professional reported "deflation". This record is for right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.